Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the system fan was noisy. Analysis found the programmer failed incoming functional testing; the lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found one latch tab was broken off of the power cord bay door. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the fan was broken and will at times be very loud. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.